Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 failed due to the faulty hard stop assembly and broken left rail bracket on the drawer. A field service engineer replaced the hard stop assembly and left rail bracket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
T was reported by the customer that a pyxis medstation es system encountered an issue where the whole main 3.2 drawer failed. The customer had tried to reboot the station, but the issue persists, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed no patient harm. There were no adverse events or injuries reported based on this event.